Event description:
Related manufacturer reference number: 2017865-2022-21898. It was reported a patient presented with cardiac perforation for both the right ventricular (rv) and atrial leads. The rv lead was explanted and replaced in a procedure on (B)(6) 2022. There was a slight increase in atrial threshold and the atrial lead was repositioned in the same procedure. Post-operation the patient was stable.